Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device failure and patient effect and the relationship to the device, if any; however, the surgical procedure appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). It is unknown at the time of this report if the device is returning. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Sus voluntary event report number mw5066066. Event description: pt is in cath lab undergoing l heart cath for high grade left main stenosis. An impella device used via the common femoral artery for support while pci being performed. End of procedure it was noted that the perclose did not deploy appropriately and an expanding groin hematoma was observed. Pt underwent r femoral artery repair in the operating room by CT surgery.